Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During interrogation, the stored electrograms (egms) could not be retrieved. Technical service indicated this problem resulted from a corruption in the egm data. A firmware download was performed to resolve the issue and normal function was restored. The patient was stable during and after the reported issue.